Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 18.5 mmol/l; cause was due to malfunction alarm. Customer administered a manual injection to address bg level. Customer reverted to manual injections for insulin therapy.